Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by surface scratches and worn laser marking. The distal tip of the instrument was fractured and not present as reported. A functionality assessment was not performed due to the damaged condition of the returned driver, which was removed from distributable inventory. A DHR review was performed for the lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 09/02/2021, resulting in a lifespan of approximately five years. The torque limiting handle that was connected to the driver when the malfunction occurred was returned with the driver. After assessment and testing of the torque limiting handle, it was found to be not limiting torque as intended (should limit applied torque at 80 in/bs, and consistently tested over the limit at 94.15, 95.5, and 94.75 in/lb). The root cause of the broken distal tip was determined to be excessive rotational force due to utilization of the out of calibration torque limiting handle. There have been four other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned system screwdrivers and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 05/12/2026. It was reported that the distal tip of a system screwdriver was broken during a procedure performed on (B)(6) 2026, and was requested to be replaced. A return authorization number was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on 06/03/2025. No further information was provided by the complainant.